Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 via a manufacturer representative regarding a patient receiving gablofen (50 0mcg/ml at 360.21mcg/day) via an implanted infusion pump. It was reported that the patient was seen for the first time by the healthcare provider (hcp) to have their pump refilled. When the manufacturer representative interrogated the pump to see how much drug was left in the reservoir, it read empty and the patient noted it had been alarming. The pump logs revealed a empty reservoir alarm occurred on (B)(6) 2020. The patient disputed that the pump was empty as the past 2 refills all had a lot of drug left in the pump when being refilled by his previous physician. The patient indicated they had what sounded like a pump/catheter study in the past, but couldn¿t communicate the outcome or when the procedure was performed. When asked if the patient had been having any increased spasticity or any other symptoms, they denied having any. The patient made it very clear to the new hcp that they did not want any diagnostic studies to be performed. They wanted to leave the situation as is. The pump was expected to be empty but the physician pulled back 30ml of baclofen. The patient denied having any falls from their wheelchair that may have contributed to a potential issue with the pump or catheter. No diagnostics were performed and there were no environmental factors that may have led or contributed to the issue. No interventions were taken and the issue was unresolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the doctor's office called on wednesday ((B)(6) 2020) and indicated that the patient stated they felt they were getting too much baclofen because they felt really loose and wasn't able to transfer themselves like normal. The patient visited with the nurse on wednesday. It was reported that the results of the catheter study with the previous managing physician indicated that the catheter tip may not have been in the intrathecal space and may have been moving back and forth from the intrathecal and epidural spaces. The current managing physician requested the pump be set to minimal flow rate and this was done on (B)(6) 2020. It was reported that the patient's new daily dose was 2.99 mcg/day. It was reported that the patient had als and did not want to pursue further diagnostic testing or surgery at this time.